Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station a-rehab1 had critical override. Customer stated that there was downtime yesterday, station was rebooted at 08:30 am on (B)(6) 2026, logs should be reviewed to determine why it hung in override status and similar issue occurred a couple of weeks ago. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist reviewed the network profile event logs and found that the station had been entirely disconnected from the network during the reported time frame and did not properly reconnect after being rebooted. Power management was disabled on all network adapters, and the bluetooth adapter was already disabled. It was also determined that the station entered critical override due to the network disconnection. The customer was advised to inspect the station's ethernet cable for possible damage. The technical support specialist attached the knowledge article titled "hospital network / adt / oe or customer third-party software issue". The system functioned as intended after the technical support specialist troubleshot the device.